Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure the sponge detached from the biopsy cap and became lodged in the scope. The procedure was completed with no issues; however, the following week, the same scope was used in another procedure and the scope channel was noted to be blocked. Reportedly, during scope cleaning, the detached sponge from the rx locking device biopsy cap was found in the scope channel and was successfully removed by the technician. It is not known how the second procedure was completed. There were no patient complications reported as a result of this event.